Event description:
The hcp reported the pt was experiencing increased spasticity and was not getting relief. A dye study and lumbar puncture were done. The results were not reported. The hcp increased the medication dosage without the pt showing signs of relief. The device system was explanted due to "not working properly." It was replaced and returned to the MFR for analysis.